Event description:
It was reported that patient presented in clinic. The patient's right atrial (ra) lead exhibited low pacing impedance and lead noise. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events of oversensing noise and low pacing impedance were confirmed. As received, a complete lead with extraction tool inserted was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures, but additional tests found shorting between conductors. The lead was dissected, and visual inspection found the inner insulation was abraded at 18.9 ¿ 19.3 cm, 19.8 ¿ 20.8 cm, 21.2 ¿ 22.1 cm, 23.2 ¿ 24.5 cm, and 28.2 ¿ 28.9 cm from the connector pin. Outer insulation damage consistent with procedural damage was also found at 30.5 cm from the connector pin. The cause of the reported events was due to the abraded inner insulation exposing the inner coil.